Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro tips got hot and were smoking and glowing. The device would not turn off even though the toggle was released. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).